Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had his ipg explanted and replaced on (B)(6) 2013, due to pain at the original ipg site. Follow-up information indicated the patient's issue has been resolved.